Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced severe hypoglycemia that required treatment due to inaccurate bolus advice from the blood glucose monitor. On (B)(6) 2015, she received a result of 14.2 mmol/l and delivered the recommended bolus of 13.7 units. Approximately 2 hours later, she received a result of 2.6 mmol/l and then collapsed in a grocery store. An ambulance was called, and the paramedics treated the customer with a glucose IV. She was transported to the hospital and observed for a few hours. The alleged product was requested for evaluation.